Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in mildly tortuous and severely calcified common femoral artery. A 1.2mmx15mmx142cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 18 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with the different device. No patient complications were reported and the patient's status was stable.